Manufacturer narrative:
(B)(4). The reported issue was confirmed through an event history log review. The cause was minimum drain volume percentage was set too low. The home patient guide gives the warning that "if you set the minimum drain volume% too low, an incomplete drain could result for the patient. This could cause an increased intraperitoneal volume (iipv) situation." A formal review of the product family will be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2013 at 23:06:43. During night drain cycle six, the patient's ultrafiltration reading was 689ml, indicating the home patient (hp) drained 639ml more than their maximum programmed fill volume of 1000ml. No additional information is available.